Event description:
On 2025-jun-16: information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative reported they were getting the settings not available message on the controller when trying to increase the intensity in group a, b, and c. The issue began 2 weeks ago. Patient representative stated that they tried resetting the controller but that did not resolve the issue. Agent walked patient rep through adjusting stimulation and patient rep confirmed groups a and b the controller showed settings not available. Patient rep confirmed they can increase stimulation in group c. Agent reviewed meaning of message to patient rep and informed patient rep they can use group c in the meantime to increase stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the message cleared. No symptoms were reported. 2025-jul-11: additional information was received from the patient. They reported that the cause of the issue as that "three of the leads appeared not to have good connectivity to the nerves." Patient was reprogrammed using other leads, issue is resolved for now.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.